Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('five pieces of silver metallic wire.') In an adult female patient who had essure (ess205) (batch no. S09408-inv, 509408) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("genral abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), raynaud's phenomenon ("raynaud's disease"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condition/problem"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure coils). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device breakage, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, allergy to metals, raynaud's phenomenon, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, nervous system disorder, weight increased, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, raynaud's phenomenon, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for psych injury, urinary tract infection, fatigue, gi conditions, hair loss, hormonal changes, headaches, nausea, neuro condition/problem, weight gain. Discrepancy noted in essure insertion date as (B)(6) 2006, (B)(6) 2005. Bilateral coils nothings 0 to 3 coils were seen projecting in to the uterine cavity. Lot number s09408 is not valid. Lot number: 509408 manufacturing date: 2006-0.1 expiration date: 2017-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('five pieces of silver metallic wire.') In an adult female patient who had essure (ess205) (batch no. S09408-inv, 509408) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("genral abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), raynaud's phenomenon ("raynaud's disease"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condition/problem"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure coils). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device breakage, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, allergy to metals, raynaud's phenomenon, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, nervous system disorder, weight increased, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, raynaud's phenomenon, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for psych injury, urinary tract infection, fatigue, gi conditions, hair loss, hormonal changes, headaches, nausea, neuro condition/problem, weight gain. Discrepancy noted in essure insertion date as (B)(6) 2006, (B)(6) 2005 bilateral coils nothings 0 to 3 coils were seen projecting in to the uterine cavity lot number: 509408 manufacturing date: 2006-01. Expiration date: 2017-12. The lot number reported (s09408) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-mar-2021: medical record received. Event added: five pieces of silver metallic wire. Reporters information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.